Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/11/2023, it was reported by an arthrex subsidiary employee that an ar-1934bcf-2-1 biocomposite suturetak anchor broke during insertion. The case was completed by removing all the broken fragments and using another ar-1934bcf-2-1 biocomposite suturetak. This was discovered during a ligament talus reinforced fixed suture procedure on (B)(6) 2023. The procedure was delayed twenty minutes; however, no additional anesthesia was needed, and the patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-1934bcf-2-1, sutr anch, bio-comp s-tak serial/batch number (B)(6), was received for investigation. Visual inspection noted that the anchor of the device was damaged/broken. The most likely cause can be attributed to improper bone preparation; misaligned insertion; or prying/leveraging the device during use. Dfu-0054-eo_5: g; precautions; 6 states the following: "anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process."